Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the healthcare facility for implantable cardioverter defibrillator (ICD) system extraction due to a pocket infection with bacteremia and vegetation. The organism was identified as staphylococcus aureus. During the ICD system extraction procedure, the patient's vital signs decompensated. An echocardiogram confirmed pericardial tamponade. Additionally, it was noted that the ICD system was explanted prior to evidence of the pericardial tamponade. A pericardiocentesis procedure was performed along with cardiopulmonary resuscitation (CPR). Subsequently, the patient's death was called by the physician.